Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that intracranial hemorrhage occurred. The patient underwent a left atrial appendage (laa) closure procedure. The procedure was noted to be high risk due to the patient's underlying condition of amyloid cerebral angiopathy and past cerebral hemorrhagic bleeds. The patient's activated clotting time (act) was 369. The patient was not on warfarin prior to the case. Heparin was administered during this procedure. A watchman access system was positioned in the laa and a 24mm watchman laa closure device was deployed. The position was too proximal. The device was fully recaptured and removed. A 21mm watchman laa closure device was then deployed and successfully released in the laa without issue. The patient was stable. However, post procedure, the patient did not wake up after anesthesia and a stroke alert was called. A CT scan revealed a large intracranial hemorrhage. The patient was taken to surgery for a craniotomy. Post surgery she was recovering in the neurological ICU. It was further reported that she is still hemiplegic with global aphasia. The physician noted that the event likely occurred as a result of her amyloid cerebral angiopathy and possibly related to heparin administered during the procedure.